Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected battery. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump screen had rainbow effect which was harder to see in bright sunlight. The customer reported that the rewind was taking longer and motor was slower. The insulin pump will not be returned for analysis.